Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in our stock. We have not received any sample. We have received a picture showing an open sample with needle attached to the thread (thread is not wound on the pack). However, without closed samples a proper analysis cannot be performed. As stated in the instruction for use of the product: 'when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked.' Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b.braun surgical requirements. We have also reviewed the complaint history record, and there are no complaints related to the same issue of the products manufactured with the same thread raw material batch used in this product. Conclusion root cause analysis: it has not been possible to determine the root cause as no samples have been received. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Additional information: subcutaneous. As the customer reported this and cc 400709783 at the same time, within the same email, it is possible that they have mistaken the sutures and the pouches, making the picture attached to this cc relevant for cc 400709783 and vice versa. As the defect is not confirmed, we will consider the defect according to the additional information received (thread broke).

Event description:
It was reported an issue with dafilon suture. The client reported that when the stitch was passed, this suture left without thread in its needle, coming off in a very easy way, without exerting the greatest effort. Further information has been requested.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.